Event description:
The customer alleged they received questionable tina-quant hemoglobin a1c gen.2 (hba1c) on their integra 400 plus analyzer. The customer reported the discrepant results outside the laboratory. The customer stated when they noticed they had a hardware problem, they repeated many sample. 64 results had to be corrected. The customer provided data for 18 patients, 7 of them had reportable malfunctions for hba1c. The first patient's initial hba1c result was 0.070. The repeat result was 0.053. The customer stated this sample was not corrected. The second patient's initial hba1c result was 0.064. The repeat result was 0.047 and the corrected result was sent. The third patient's initial hba1c result was 0.076. The repeat result was 0.060 and the corrected result was sent. The fourth patient's initial hba1c result was 0.072. The repeat result was 0.092 and the corrected result was sent. The fifth patient's initial hba1c result was 0.074. The repeat result was 0.055 and the corrected result was sent. The sixth patient's initial hba1c result was 0.071. The repeat result was 0.087. The customer decided not to correct the result. The seventh patient's hba1c result was 0.094. The repeat result was 0.072. A corrected result of 0.081 was reported. There were no deaths associated with the erroneous results. Information on whether the patients were harmed by any action taken was requested but not provided. The hba1c reagent lot number and expiration date were requested but not provided. The field service representative found a wash station error. He plugged the hole in the wash station caused by the probe. The analyzer initialized ok and stopped leaking.

Manufacturer narrative:
This event occurred in (B)(6).